Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device developed leak and lost tidal volumes. The physician had to bronch the patient and reposition the ett (endotracheal tube). It was reported there was patient injury.